Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management (vcm) trends show average threshold high at 2.5 throughout the record until vcm programmed off the week of (B)(6) 2014-. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected lower range. Ventricular lead impedance gradually decreased throughout the record to a lifetime minimum of 282 ohms by the end of (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and decreased impedance. It was also reported that the atrial lead had decreased sensing and increased threshold. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrl1, ipg implanted: (B)(6) 2009. (B)(4).